Event description:
It was reported following a coronary angiogram a 6f angio-seal vip was deployed. Two days later at home, the patient experienced a fever. The patient was re-admitted to the hospital (B) (6) 2010 where antibiotic treatment was given. The patient was transferred to another hospital and treatment is pending. The patient's post deployment hygiene home care remains unknown. The physician does not allege that the device was the cause of the event.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined; however, the physician stated the event was not caused by the angio-seal device. The angio-seal device instructions for use (IFU) state potential adverse reactions or conditions may be associated with one or more angio-seal device components (ie, collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal device instructions for use (IFU) state the angio-seal kit is supplied sterile in a poly bag. The bag includes a sealed tray containing the angio-seal components. The angio-seal is labeled sterile. The angio-seal device instructions for use (IFU) caution the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the patient monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The angio-seal patient information guide instructs the patient to remove the dressing after 24 hours and clean the area with mild soap and water and dry the area. The site should be covered with a band-aid and changed daily or if it becomes wet, until the skin heals. The patient is also instructed to contact the physician immediately if they develop a fever, persistent tenderness in the groin or swelling, wound drainage, or redness and/or warmth at the site. The angio-seal device patient's information guide, which describes the post procedure care instructs the patient to shower only and to avoid the use of a hot tub, tub bath or swimming until the skin site is healed.